Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analyst commented, pacing pauses noted on non-sustained tachycardia episodes. Likely caused by oversensing noise on right ventricular (rv) lead. The device was returned, analyzed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital due to a care alert. The interrogation revealed right ventricular (rv) lead noise many artifacts observed recorded as non sustained ventricular tachycardia (vt) episodes and high and unstable threshold. It was also reported that the rv lead showed high and unstable impedance. The rv was programmed off and planned for explant and replacement. The implantable cardioverter defibrillator (ICD) seemed to inhibit the regular pace, short asystole were monitored by doctor and patient experienced arrhythmia. The ICD was also explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.